Manufacturer narrative:
Manufacturer narrative: the device was received for evaluation. Initial product evaluation found that the customer report of leakage was confirmed. Report of red cap sizing issue was unable to be confirmed. Device was returned with visible blood. As received, when rotating the hemostasis valve it was able to be tightened and cannula appeared to be intact. A leak test was performed and leakage was observed between the introducer to red cap junction. No other visual damage or other abnormalities were found to the device. A DHR review was conducted. No rework was performed, and no deviation was issued for the impacted lot. No non-conformance was issued. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an er21b was leaking during use, likely noted after cannulation. The red cap did not fit tightly enough and blood leaked out. The exact volume of blood loss is not known; however, the surgeon described it as "a lot of blood". The device was exchanged for another er21b. The device is available for return.

Event description:
It was reported that an er21b was leaking during use, noted after cannulation. The red cap did not fit tightly enough, and blood leaked out. The device was noted to be available for return. Additional information provided: the duration of product use was 2.5 hours. The incident occurred during use. The device was not replaced. The device was used per IFU. The cannlua was in place. Dr. Kawano pulled the obturator back to expose the soft portion of the cannula before getting ready to clamp. Once the obturator was pulled back, and the tip of the obturator was behind the front tip of the catheter distally, (the obturator is now in the shaft of the cannula) blood entered the cannula and it leaked all the way to the cap end. Once blood reached the capped end, it leaked out into the field. The cap did not maintain hemostasis. At the start of the case, it was noticed that normally the cap comes on the cannula in the packaging. In this instance the cap was in the package, but not on the end of the cannula. Everything else looked normal prior to use. During the event, staff clamped so that there would be no more leaking. The cap step was done, so the case resumed as normal. Dr. (B)(6) hooked to the cannula and the tubing as in normal practice, and the case resumed. It was confirmed that the blood loss reported was minimal - not enough to warrant transfusion. No patient complications. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Based on the additional information obtained (see updated description of event), this event is no longer considered reportable, and this correction is being submitted. Additional information provided: the duration of product use was 2.5 hours. The incident occurred during use. The device was not replaced. The device was used per IFU. The cannlua was in place. Dr. (B)(6) pulled the obturator back to expose the soft portion of the cannula before getting ready to clamp. Once the obturator was pulled back, and the tip of the obturator was behind the front tip of the catheter distally, (the obturator is now in the shaft of the cannula) blood entered the cannula and it leaked all the way to the cap end. Once blood reached the capped end, it leaked out into the field. The cap did not maintain hemostasis. At the start of the case, it was noticed that normally the cap comes on the cannula in the packaging. In this instance the cap was in the package, but not on the end of the cannula. Everything else looked normal prior to use. During the event, staff clamped so that there would be no more leaking. The cap step was done, so the case resumed as normal. Dr. (B)(6) hooked to the cannula and the tubing as in normal practice, and the case resumed. It was confirmed that the blood loss reported was minimal - not enough to warrant transfusion. No patient complications.